Event description:
On january 15, 2008, a clinical incident involving a menivac with integrated cable was reported to arthrocare corporation. During a knee arthroscopy procedure, it was reported the electrode was missing from the tip of the wand and may still remain in the patient's knee. There is no reported injury to the patient and no reported complications.

Manufacturer narrative:
The device was returned for evaluation. A visual examination and functional testing of the device was performed. The visual examination confirmed the device was returned with bent and broken electrode wires. The detachment of the electrode was due excessive electrode wear and mechanical failure. Arthrocare has included in the instructions for use for the device the following waring: "excessive wear of electrodes may result from vigorous use against bony surfaces."